Event description:
A healthcare provider later reported that the patient¿s pump was replaced due to end of battery life. It was unclear if the patient necessitated serious medical intervention. It was previously reported that "the pump was replaced four months after it was implanted". This was not confirmed for this pump, and that remark pertains to the patient's second pump which was removed due to infection in (B)(6) 2009 after it was implanted in (B)(6) 2009. Please see manufacturer's report #3004209178-2009-05528.

Manufacturer narrative:
Product ID 8703w, lot # l78429, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
The patient¿s friend reported that the pump ¿malfunctioned¿ and ¿dumped all the baclofen in their body.¿ per the manufacturer¿s device registry, the pump was replaced four months after it was implanted.

Manufacturer narrative:
(B)(4).